Manufacturer narrative:
Internal report reference number: (B)(4). Test strips vial was not returned for evaluation. Complaint was forwarded to packaging based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by packaging and no abnormalities observed. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
Pending packaging investigation.

Event description:
Consumer reported complaint for missing package items. Customer stated that he had purchased two vials of 100 count test strips, lot number mw3328s at (B)(6). Customer stated that when he had opened the vials, one vial had been empty and the other vial had contained only twenty test strips. Customer stated that the test strip vials had been sealed.

Manufacturer narrative:
Sections with additional information as of 02-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.